Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. Cultures were taken to determine that it was a staphylococcus infection. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire system was explanted. The patient was prescribed oral antibiotics and infection has now cleared.